Event description:
The nmpa report number is (B)(4). It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional carotid artery stenting procedure with an 8f sheath. The patient underwent whole cerebral angiography, balloon angioplasty, and stent implantation of the left internal carotid artery. Reportedly, a suture break occurred with the prostyle device. A non-abbott device was then used to achieve hemostasis. Although there was a reported delay in the procedure, there were no adverse patient effects due to the delay; therefore, the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It¿s unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. In this case, the posterior needle tip missed the cup, but also did not eject and was pulled through the handle with the plunger. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.